Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2023-04797. It was reported that during a prior surgery the surgeon cut and damaged the leads. In turn surgical intervention took place wherein the existing lead was explanted and replaced restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.